Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was still beeping. The issue wasn't resolved and the patient reports they've done so much but no one has been willing to remove it.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving infumorph (morphine) 25.0mg/ml for a total dose of 4.748mg/day via an implantable pump for intractable spasticity and other spasticity. It was reported patient went through withdrawals and was going through a lot of pain and went to the hospital and ended up in the psychiatric unit. It was noted that patient has a stent in their heart and high blood pressure and migraines. It was noted that patient wanted to go to sleep until all of it was all done and the hospital thought the patient wanted to harm themselves when they did not. It was noted that patient cannot walk as much as they used too. It was noted that the patient would rather be without pain medication. It was noted that the patient's pump has been beeping and needed someone to remove it. The patient stated they are very happy with the pump and it did help them a lot, and the patient felt like they could do a lot and can be around and are happy. It was noted that the patient already went through withdrawals and does not want to start back refilling the pump or therapy. It was noted that the patient has a healthcare professional (hcp)/surgeon who did the patient's back surgery but will not remove the pump and referred the patient to pain management for their pain needs. It was stated that the patient had an appointment, and no one wanted to handle it. It was stated that the patient's pain management has no resolution yet. It was noted that the patient spoke with insurance and there was only one surgeon by them, but the patient could not make it that far. It was noted that the patient's migraine headaches and stent in heart were pre-existing/prior to pump. It was noted that after the patient got the pump implanted that they were diagnosed with high blood pressure. It was reviewed that patient should work with insurer on finding surgeons that can help the patient to electively remove the pump if medically appropriate. It was reviewed to work with hcp on referrals and next steps, and reviewed that the patient's pump could be silenced and or permanently disabled if their hcps were okay with doing so and could call a manufacturer representative if needed. Event date was noted as (B)(6) 2017 ((B)(6) to (B)(6)). No further complications were reported/anticipated. Additional information was received from a consumer on (B)(6) 2017. The patient¿s weight was (B)(6) and after the event it was (B)(6). There were no steps taken to resolve the pump beeping and withdrawal symptoms. No one wanted to deal with it and the withdrawals. The patient was ¿thrown like an animal in a clinic for alcoholics or drugs¿. The pump beeping and withdrawals symptoms had not yet been resolved as they were still there and the beeping had gone to the patient¿s nerves. The patient had not found a healthcare provider (hcp) to remove/manage the pump. The patient asked their hcp and they stated no one wanted to do it. Additional information was received on (B)(6) 2017. The patient stated that the other hcp did not give her a personal therapy manager (ptm) and she wanted one. The patient had severe back pain. There were no out of box failures reported. There were no medical or therapy problems associated with small parts reported. The patient did not have a current managing hcp and the pump had not had medication since (B)(6) 2017. It was considered a sudden change in therapy/symptoms. The patient stated the severe back pain was the pain she had prior to implant and was what the pump was implanted for. The patient stated she had the return of pain because she was not able to find a hcp to manage the pump. The patient stated she had no medication in the pump and was taking tramadol orally for the pain. The patient stated that when the pump was out of medication she went through withdrawals. There were no further complications reported or anticipated.